Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) detected atrial undersensing on both the presenting and stored intracardiac electrograms. Additionally, possible rapid ventricular response (rvr) due to atrial fibrillation (af) was confirmed. No adverse effects on the patient were noted, and the device remains in service.